Event description:
It was reported that the pt experienced a possible premature battery depletion of the implantable neurostimulator (ins). The ins was noted to be at the end of service (eos) five months after initial implant. The ins was removed and replaced. No further pt symptoms or injury were reported. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.